Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres; however, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 3.0mm x 220mm x 150cm coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous shaft kinks. Microscopic examination revealed that the balloon has a pinhole 7.1cm from the proximal markerband. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred the 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres; however, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 3.0mm x 220mm x 150cm coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.